Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no button response and button error alarm due to flattened dome switch on escape and act buttons. Unable to confirm a33 alarm due to keypad anomaly. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the insulin pump alarmed button error as well as compromised forced sensor system alarm. It was also reported that the insulin pump has an unresponsive keypad. It was reported that customer was able to rewind the insulin pump. Customer's blood glucose reading was 400 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.